Event description:
It was reported that the customer went to the emergency room due to high blood glucose levels, with a reading of 480 mg/dl. It was stated that the insulin pump alarmed button error while she was at (B)(4), and her blood glucose levels elevated. It was stated that the customer did not press down any buttons for three minutes or more. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.